Event description:
The internal package was perforated and the sterility of the implant was compromised. The implant was unusable. Update 27/aug/2018: primary procedure. Surgical delay of 3 minutes to obtain a standard femoral component (cat 6495-1-001).

Manufacturer narrative:
Device evaluation analysis added. Reported event: an event regarding packaging damage involving a gmrs femoral component was reported. The event was confirmed. Conclusions: visual inspection was performed on the returned packaging. The unit carton was returned with its shrink wrap opened on one end. There is compression damage evident on the unit carton. One of the opening flaps has been torn from the unit carton. The outer blister is broken ¿ the flange on one side is completely bent up and bent out of shape and is fractured on one end. There is a dent and crack in the side of the outer blister. The inner blister pack was returned partially opened (2 sides were opened). There is a crack in the side of the inner blister. The device packaging appears to have been exposed to inappropriate handling/storage. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
The internal package was perforated and the sterility of the implant was compromised. The implant was unusable. Update 27/aug/2018: primary procedure. Surgical delay of 3 minutes to obtain a standard femoral component ((B)(4)).